Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was difficult to open. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the metal flange on the device jaw was broken. There was no missing piece on the broken jaw. Visual inspection also found the device welding was damaged. Investigation found that the jaws of the device could not open or close when the handle latch was retracted. The metal flange that pulls the inner tube to open the jaw was broken. The tube is made of stainless steel and should not break without exerting excessive force or abuse. The device could not be activated due to the condition of the damaged jaw. The damage to the metal flange and broken weld on the device is consistent with a device that has been subjected to reprocessing or multiple uses. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) warns: this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. If information is provided in the future, a supplemental report will be issued.